Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During the patient call, the platform was performing the compressions, however, when the battery was replaced with the autopulse li-ion battery (sn (B)(4) ), the platform displayed the battery fault message and would not start compressions. Another battery was used and the platform continued compressions. Per the reporter, before using the battery on the call, the autopulse li-ion battery (sn(B)(4) ) failed to charge on the autopulse multi-chemistry battery charger (mcc), however, the battery status indicator displayed a full charge. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.